Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aorta aneurysm. After the usual preparation and insertion of the 12fr gore dryseal sheath slipped out of the right external iliac artery twice. It was reported the physician sewed in the device after the second occurrence. According to the cs, the right external iliac artery measured 7.6-9.4mm. It was reported the pt lost approximately 2 units (1 litre) of blood. A transfusion was reportedly not required to treat the blood loss as an intraoperative cell salvage machine "cell saver" was utilized. The procedure was completed without further issue and the pt tolerated the procedure.